Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had low battery alert. Customer's blood glucose was unknown at the time of incident. It was reported that the battery lasted less than a week. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.